Event description:
Doctor reported infection and suppuration around the implant and the implant was removed. Implant was placed by another clinician. Doctor stated that it is unclear if it was the xifnt410 (lot number: 2012070540) or xiitp4313 (lot number: 2012062113).

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. D6: d6a. If implanted, give date: unknown. E1: reporter name: unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.